Event description:
It was reported that during a lap cholecystectomy, a clip was not fed into the jaws properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed five conforming clip and ejected the remaining six clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.